Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. An error of "framerate below recommended level" was identified. The system was working fine on the day of check out. It was noted the error can happen randomly but was not an issue unless it continued to occur and won't allow x-ray use. It was noted the imaging system passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the site was taking a 3d spin with the system and a message appeared stating the scan was aborted. The site rebooted the system and then took another spin to continue their case. There was no patient impact.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.